Event description:
Account states drain was placed on a patient. During removal, the drain fractured and a portion of the drain was left inside the itra-periotnium. The patient was taken back to surgery for removal of the drain.